Event description:
It was reported that the pt's interstim device was removed due to infection at the pocket site. Upon explant blood was observed inside the lead and ins. Further info has been requested at this time.